Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that the patient obtained a low blood glucose reading after taking an insulin bolus based on an elevated blood glucose value. On (B)(6) 2011 at 7:00 am, the patient obtained the blood glucose reading of 408 mg/dl and took a bolus to correct for this level and her drink. At 10:00 am, the patient obtained a reading of 416 mg/dl and took a bolus of 16 units insulin. At 12:00 pm, the patient obtained the pre-meal reading of 51 mg/dl, and she experienced the symptom of difficulty concentrating. The patient administered self-treatment by eating lunch; she did not seek any medical attention or treatment. Troubleshooting revealed the patient's technique was correct, the insulin was handled appropriately, the pump date/time was correct, the basal rate was programmed correctly, all other settings were correct, and the total basal and bolus doses delivered daily correctly and accurately matched the programmed doses. There was no evidence the pump was not accurately delivering insulin. However, as the patient experienced symptoms suggesting severe hypoglycemia while using the pump and received food to alleviate her symptoms, this complaint is being reported.